Event description:
Procedure: abdominal aortic graft. According to the reporter, small pieces of mesh broke down and came through the wound. Wound still a bit open and vac use.

Manufacturer narrative:
(B)(4).